Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ex-tube which connected the bd interlink¿ IV cannula threaded lock with the injection site detached and air got mixed into the patient's vein, resulting in pulmonary embolism. It was reported that medical intervention was given, however specifics treatments were not reported.

Manufacturer narrative:
No samples or photos were returned in support of this complaint. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: not identified. The root cause of customer reported failure can¿t be confirmed or correlated with manufacturing processes at this moment.

Event description:
It was reported that the ex-tube which connected the bd interlink IV cannula threaded lock with the injection site detached and air got mixed into the patient's vein, resulting in pulmonary embolism. It was reported that medical intervention was given, however specifics treatments were not reported.